Manufacturer narrative:
No service on the ventilator was requested. The user facility biomed tested the ventilator, which passed all functional and safety tests and was cleared for clinical use. No parts were replaced. The evaluation of received ventilator logs shows alarms for high continuous pressure and pressure delivery restricted on the reported date of event, as well as alarms for expiratory minute volume low and peep low. The ventilator logs indicate both high pressure and leakage. Actions when these alarms occur are to check the patient and the patient breathing circuit for leakage and blockages (liquid, mucus, kinks, etc.), but also to check ventilator settings and alarm limits. High pressure and leakage may lead to insufficient, or stop of, ventilation. Alarms will be generated when set alarm limits are exceeded. Successful pre-use checks were performed prior and after the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The conclusion is that there are no indications of ventilator malfunction during the ventilation period. However, the alarm generation indicating both leakage and obstructions in the breathing circuit shows that the ventilation may have been insufficient.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator did not ventilate the patient during treatment. There was no patient harm. Manufacturer ref.#: (B)(4).